Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the surgeon revised a patient's right hip due to pain. The constrained liner was reported to be broken. Constrained liner and ball were removed. Company rep mentioned that a revision of a primary implant took place in 2009.

Manufacturer narrative:
An event regarding pain and a broken liner was reported involving an unknown constrained liner. Medical evaluation confirms a broken liner. Device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review but added "progress note describing x-rays confirms broken locking ring; need operative report and x-rays." Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: although pain cannot be confirmed medical evaluation of progress note confirmed broken locking ring. The exact cause of the event could not be determined because insufficient information was provided. Additional information such as operative report and x-rays are needed. If additional information and/or device become available, this investigation will be re-evaluated.

Event description:
It was reported that the surgeon revised a patient's right hip due to pain. The constrained liner was reported to be broken. Constrained liner and ball were removed. Company rep mentioned that a revision of a primary implant took place in 2009.